Event description:
A healthcare professional reported that prior to an implantable collamer lens (icl) implantation procedure, the delivery system experienced issues. The lens tore during loading. The lens was implanted and removed intraoperatively. A replacement lens was later implanted. Problem resolved.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties.